Event description:
It was reported that during set up for the left colectomy procedure, the system would not pass the pre-run test and kept receiving error 3. The case was then completed using monopolar cautery with no pt consequence. The sales rep did not have info on the pt, but stated that the pt was doing fine.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary - the hand piece was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 3 to occur. We have documented the circumstances as they were reported to us.